Manufacturer narrative:
Evaluation of the returned velocity confirmed a proximal shaft fracture. If the device is forcefully mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. No other damage was observed on the velocity. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery using a neuron max 6f 088 long sheath (neuron max), a penumbra system jetd reperfusion catheter (jetd) and a velocity delivery microcatheter (velocity). During the procedure, the physician completed a pass using the jetd, neuron max and velocity. Subsequently, when the physician removed the entire system out of the patient, it was noticed that the velocity was broken in half and contained within the jetd. It was reported that the broken velocity remained connected by the inner wires. The procedure was completed using a new velocity, the same jetd and the same neuron max. There was no report of an adverse effect to the patient.